Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements. During a therapy upgrade procedure, the physician attempted to remove this lead; however, the helix would not retract and the lead could not be removed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.